Event description:
When using 7 inch extension set for heparin or saline lock, blood backs up in tubing and clots off requiring pt to be restuck to administer i.v. Medications. This is true even when extension tubing is equipped with locking device.